Event description:
Ventilator stopped cycling. Rn disconnected patient and began bagging. Biomed checked out vent, would not cycle. Patient had no ill effect. Device problem not known at time of report.